Manufacturer narrative:
B.1 added product problem as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.6 code f1901 was entered incorrectly on the initial report that was submitted and has been updated. The investigation has been completed. No product was returned. Major bleed: nose bleed was observed. The cause of major bleed could not be determined as insufficient clinical details were provided. Renal failure: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Positioning issue: the cause of the positioning issue was unable to be determined as insufficient clinical details were provided. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding that required sutures. Additionally, the patient was put on continuous renal replacement therapy. In response to abnormal flow pattern the pump was repositioned. The patient was successfully weaned from the pump and survived.